Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent moved proximally on balloon so the distal end of the stent was located at the distal edge of the proximal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system . A visual and tactile examination found the inner broken at approximately 5mm distal to the bi-component bond. Both inner and outer were stretched and kinked distal to the guidewire exit port. This type of damage is consistent with excessive tensile force being applied to the delivery system during attempts to advance or withdraw the guidewire. The mandrel was returned inside the device, however it could not be removed, possibly due to the inner stretching. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 08-may-2016. It was reported that catheter entrapment occurred. During preparation of a 2.75x24mm promus premier¿ drug-eluting stent, the device was advanced over an interventional wire. However, the device was unable to be removed or advanced on the wire. Both devices were removed from the field and was not used on the patient. No patient complications were reported.